Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report of "no image" due to a faulty charged coupled device unit. Kinks and cuts were also found in the cable. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that during preparation for use for a diagnostic procedure, the user could not get an image with the hd autoclavable camera head. The customer reported no other devices were involved and there was no delay in the procedure. The procedure was completed with the same device. As reported, there was no consequence or impact to the patient due to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charged coupled device, which resulted in the absence of images. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."